Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve procedure. For the fourth firing, the handle got stuck in the middle of the firing making a ticking sound as if it got broken and the firing didn't continue. There was no firing at all. Tried replacing the reload and the same thing happened. Changed the handle and the operation went smoothly after that. There was no patient harm.